Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Concomitant: product ID 693565 lead, implanted: 2013-(B)(6), product ID 407652 lead implanted: 2013-(B)(6). (B)(4).

Manufacturer narrative:
Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory was performed and no anomalies were found. No anomalies found on save to disk. No left ventricular capture management (lvcm) taken last 15 days due to aborting for a competing rhythm.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient lost consciousness and had to receive cardio-pulmonary resuscitation (CPR) due to ventricular fibrillation (vf). There were two vf episodes recorded with insufficient therapies delivered. It was alleged there was an acceleration of atrial fibrillation (af) with fast conduction into ventricle anti-tachycardia pacing dual chamber (atpdc) and fast ventricular tachycardia (fvt)/vf. The device was explanted and replaced. It was also reported the patient experienced diaphragmatic stimulation and exit block on the left ventricular (lv) lead. The lead remains in use. No further patient complications have been reported as a result of this event.